Event description:
The facility reported an infusion pump with a failure code 403:317:864:0000. Information was not provided regarding whether or not the device was in patient use when the event occurred.